Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient received a vibratory alert and presented to the emergency room. Merlin on demand transmission revealed the right ventricular lead exhibited high out of range high voltage lead impedance (hvli). No intervention was reported. Patient was in stable condition.